Event description:
Report received from baxter states, "high flow. The drug was infused for 1 day without pressing pcm." Per reporter all of the medication was delivered to the pt. Further investigation revealed that the exact infusion time is unk. Reporter stated "since the hosp staffs didn't chart the infusion time, they don't remember exact time. However this event was reported right after happening, they told it was below 48hrs." Reporter further indicated that the infusion time was "around 48hrs. The device was connected to the pt around 11 am and complained that the medicine was totally infused in the day after tomorrow morning." Per reporter pt developed "slight dizziness," however, the "dizziness was not so serious, the pt didn't take any further medical intervention include medications, but just observation was needed." Additionally, the reported event occurred in an inpatient setting, however, the pt's hospitalization was not prolonged as a result of the reported condition. Per reporter the pt's vital signs at the time of event were as follows, "v/s: 36.8-70/min-130/80mmhg." Per reporter, device contained "total vol: 65 ml, medication: tarasyn-6ml(6amples), demerol-2 ml(2amples), n/s-57ml." Reporter clarified that tarasyn is also known as ketorolac (toradol) and "n/s" stands for sodium chloride 0.9%. Per reporter the concentration of ketorolac tromethamine is 30 mg/ml per ampoule, and the concentration of demerol (meperidine hcl) is 50 mg/ml per ampoule. Per reporter device was connected to a "peripheral vein around wrist with 22 g angio needle", the flow restrictor was taped to the pt's skin, and no direct or indirect heat source had been applied to the flow restrictor and the pt's access site. Reporter stated the flow restrictor was "taped around wrist" and "the device was put inside the pocket".